Event description:
During a left atrial appendage closure, a microwire was advanced into the right femoral vein for vascular access when it broke off and embolized into the right femoral vein. The broken microwire was ultimately retrieved with a snare device and successfully removed from the body. Manufacturer response for dilator, vessel, for percutaneous catheterization, merit s-mak¿ (per site reporter). No response yet. Issued case number and return label (B)(4).